Event description:
It was reported that the patient¿s first lead was replaced due to damage from a fall. Additional information received reported that the patient fell on the implantable neurostimulator (ins) and all was replaced.

Manufacturer narrative:
(B)(4).